Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-70, serial number: (B)(6), batch/lot number: 7022604, model/catalog description: artisan lead 70 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced discomfort at the implantable pulse generator (ipg) site and could feel the lead through the skin due to weight loss. The patient underwent a pocket revision procedure and there were no reported complications postoperatively. The device remains implanted and in use.